Event description:
The customer reported that the pump would not exit the prime loop. Troubleshooting was performed. It was informed that the numbers on the screen did not appear while holding the activate button. Advised the customer to discontinue the pump use. A day later, the doctor reported that the customer was hospitalized for low bgs. The contact was not able to get the bolus history because the pump would not exit prime/rewind loop. A replacement pump was sent.